Event description:
It was reported that the manufacturing representative was reading high impedances. The reporter stated they had swapped implantable neurostimulators (ins), clinician programmers, and extensions in the ins ports. The reporter further stated that at one impedance reading, it appeared the impedance issues followed the extension. It was noted the manufacturing representative reran impedances and found that c8 was 1081 ohms and the rest of the 8-11 side was >40k ohms with the 0-3 side was ok. It was further noted the manufacturing representative turned the extension 90 degrees, retightened the extension, and reran the impedances. It was noted that c8 was 1056 ohms and the rest were still >40k ohms. It was further noted the manufacturing representative reran the 0-3 side and c0 was 639 ohms and the rest of the side was >40k ohms. The reporter stated that no antibiotic or ionic solution was used and the healthcare professional was very careful and meticulous. It was noted the ins header block did not appear to have blood or fluid inside and the end of the extension did not look damaged. Additional information received reported there still were many open circuits, but the manufacturing representative was able to program the original settings on the right lead and adjusted the settings on the left lead. Additional information received reported that the manufacturing representative was reading impedances >40k ohms. It was noted that during pre-operation all impedances were good. It was further noted that intraoperative impedances showed only 0 was normal on the 0-3 side with the rest >40k ohms and 11 was > 40k ohms on the 8-11 side. The reporter stated there was no trouble inserting the extension into the ins and the extensions had been cleaned off and reseated and tightened down. It was noted the manufacturing representative was going to try swapping ports to determine if the extensions or the ins were the problem. It was noted the ins was being changed out and the impedance issues started after changing the ins. Additional information received reported the manufacturing representative measured high impedances. It was noted that stimulation was in the wrong location and the manufacturing representative was unable to adjust stimulation. The reporter stated that impedance testing was done and the patient was reprogrammed. The reporter further stated that pre-surgery impedances were good and no problems were found on both socket 1 and 2 of the ins. It was noted that new inss both displayed ¿wide ranging¿ impedance issues. It was further noted that manufacturing representative was unable to reprogram one of the leads to the original settings. The reporter stated the patient achieved benefit, but did not know if it would last. Additional information received reported the ins had multiple open circuits. The reporter stated the ins was at normal end of life (eol) and was being replaced. It was noted that prior to replacement there were no open circuits and post replacement there were multiple open circuits. It was further noted they changed out the second ins for a new ins with ¿basically the same results.¿ it was noted that on one side impedances were >40k ohms on all but one pair and on the other side four pairs with contact 3 were open. It was noted the manufacturing representative was able to program the patient and they had good therapy with those settings. The reporter stated the patient got tremendous benefit from the ins and therapy was being provided by programming around the open contacts. The reporter stated that the ins was turned off once the patient was under anesthesia due to incapacitating dystonia and they were turned on once the ins was connected. It was noted that at the time of this report the impedances were the same and there was no improvement. Additional information was requested, but was not available as of the date of this report. Refer to manufacturer report #3004209178-2013-17077.

Event description:
Additional information received reported high impedances did not resolve. An x-ray was done and nothing unusual was observed. The patient was receiving effective therapy. It was noted that the cause of the impedance issue was not determined.

Manufacturer narrative:
Concomitant products: product ID 37601, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type implantable neurostimulator; product ID 3387s-40, lot# v822994, implanted: (B)(6) 2012, product type lead; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3387s-40, lot# v331504, implanted: (B)(6) 2010, product type lead. (B)(4).